Event description:
3 different epump enplus spike w/ flush bag sets malfunctioned. They broke apart at one of the joints that fits around the rotor. The first label was thrown out, but after it happened 3 times, we decided to do an event report. Second set was lot # 212280100. It happened with two different nurses and with two different feeding pumps. The first time, I thought it was because the pressure backed up. It split apart inside the case and leaked formula. I blamed myself, cleaned it up and started a new bag and tubing. The next time it happened and the med backed up to pump and split apart. She moved to a new pump and new bag. The third time it happened, she was not pushing any med; a feeding was just infusing.